Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the suture thread detached from the needle when passing through tissue. The procedure was completed successfully. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: can you identify the lot number of the product used? Ans: no lot number provided by customer. Try to identify from the sample returned but cannot find the lot number. H6 component code: g07002 unable to investigate further. H3 investigation summary: the product was returned to ethicon for evaluation. Two empty labeled winding former, one detached needle and one needle suture piece were received for analysis. The product code sxpp2b405 is double armed. Upon visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was found. In addition, the needle suture piece was visually inspected, and the swage and attachment area were noted as expected. The suture was examined and the end was noted to be cut probably caused by a surgical instrument. The other section of the suture was not returned. Per the condition of the returned sample, the functional test could not be performed. A photo was provided and it showed a detached needle and a suture piece inserted in a foam. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.